Manufacturer narrative:
Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the battery revealed that the device met specifications; the device passed visual examination and functional testing. Log files analysis confirmed the reported event; a power disconnect alarm was logged on 04/27/2016 at 12:58:28 on power port 2. Prior to the power disconnect alarm, (B)(4) was connected on power port 2 with 26% relative state of charge (rsoc). At the time of the power disconnect alarm, the battery logged a spurious safety alert word (saw), indicating a communication error had occurred. The controller, (B)(4), involved in the reported event contained the smr upgrade. The intent of the smr upgrade was to reduce the occurrence of communication errors. However, communication errors may still occur. As a result, the most likely root cause can be attributed to a communication error between the controller and (B)(4). Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the vad coordinator sent log files today and ce saw a power disconnect who was indicated from bat. Battery was exchanged and it was stated that there were no effect on the patient. No additional information available.